Event description:
Patient was treated for a pocket hematoma and rv lead revision. During the procedure, the physician nicked and damaged the insulation on both leads, and they were both explanted and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.